Event description:
The user facility reported a 64-year-old male in st-segment elevation myocardial infarction was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that automated impella controller (aic) placement signal was not reliable and displayed controller failure alarms. The aic was exchanged and there was no patient harm reported.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the console (aic) controller failure-red alarm has been completed. Data logs revealed that that a controller error alarm (opm comm loss ¿ 1045) occurred after a placement signal not reliable alarm. Following the set of errors, the optical bench was intentionally reset, which resolved the placement signal issue. Real time (rt) logs confirmed that immediately prior to the controller error alarm, the optical bench reported an oscillating contrast value far outside the normal range of contrast. Console was returned for evaluation. The issue was not able to be reproduced in the lab when running a known-good pump and purge system. The cause of the aic issue was a defective optical bench. Corrections to the initial MFR report: d2-updated common device name. F6/f8 should have been left blank. G1 MDR reporting contact email.